Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, colostomy takedown, small bowel resection, drain placement and bridging mesh repair of the abdominal wall, the blade of the loading unit did not retract after firing. Another stapler was used to complete the procedure. There was no patient injury.